Event description:
It was reported that the patient was unable to adjust stimulation. A power on reset (por) as well as a ¿call your doctor¿ icon was displayed. The patient had already cleared an informational por but it was still displayed on the recharger. The patient was assisted to back out of the message and this resolved the por. The patient was then able to turn on stimulation as intended and initiate a charge session successfully. The stimulation was as expected. The battery was at 75% charged.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).